Manufacturer narrative:
Corrected data: d1 updated/corrected. Investigation summary: ischemia/ppae: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp was inserted via right femoral artery in a 64-year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. On day 1 of support, while in the intensive care unit, the patient was found to have no pulses on the right lower extremity. The plan to escalate to impella 5.5 was unable to be performed due to operating room availability. Due to patient acuity, the decision was made to cannulate the patient for peripheral va ECMO at bedside. Arterial and venous cannula were placed to the left femoral groin and ECMO initiated with less than 1l flow. A new venous cannula was placed on the right groin and ECMO had adequate flows. Distal perfusion catheters were placed bilaterally to the left groin antegrade and right groin antegrade with male-to-male connection from the arterial ECMO cannula. Left sided venous was cannula clamped. Vascular surgery then performed cutdown and repair and implanted a covered stent to the left femoral vein. The venous ECMO cannula was removed successfully and cp kept in place due to successful distal perfusion catheter placement on the right leg. Limb ischemia is a known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d6b explant date added.